Manufacturer narrative:
(B)(4). Concomitant medical products: 47248404250- z nail 5.0x45 cort screw fa; 47248404550- z nail 5.0x45 cort screw fa; 47248508510- znnâ¿¢, cmn lag screw, ã¸ 10.5 mm, 85 mm, including set screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent procedure on (B)(6) 2018. Subsequently, the patient was revised due to non union and fracture of the znn cm nail on (B)(6) 2018. As a result, nail was removed and replaced with another cm nail.